Event description:
It was reported that the patient experienced a high glucose event with a blood glucose level of 460 mg/dl while the insulin pump was disconnected and the patient was using subcutaneous insulin via pen; the patient skipped a breakfast bolus and later corrected with an insulin injection. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included a review of the event details collected via follow-up call. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was related to hyperglycemia of unclear cause with resolution after corrective insulin administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.